Manufacturer narrative:
Patient weight received. Additional information added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the site stating that there was a 5-10 minute delay in the procedure.

Manufacturer narrative:
Patient weight not available from the site. Other relevant device(s) are: product ID: 9733467, serial/lot #: (B)(4). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site was having issues with their patient tracker when going to register. The site had stated that they plugged the tracker in and when going to register the patient tracker would disappear and the site had to trace without the reference during trace registration. There was no impact on patient outcome.

Manufacturer narrative:
Additional information was added to the event description. The software investigation was unable to determine the probable cause of the reported issue because the behavior could not be re plicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the manufacturer representative stating that the site has had a couple of successful cases since the reported issue.